Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system staying in test mode: (failure to power-up) the customer reported the system will not advance out of the test mode. Additional information received from the nurse manager stated this event was related to a case that was performed on the night shift. The nurse manager stated the case was completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the us connections were reversed. The connections were corrected and tested. The cart bolts to secure the system to the cart were disconnected and missing from the cart and system. The system was bolted to the cart. It appeared that the system had been tampered with. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).